Event description:
The sales representative reported on behalf of the customer that the iasb12-120 was used during a robotic partial nephrectomy on (B)(6) 2021 when it was reported ¿one of the flaps on the sound cap of the iasb12-120 port ripped off when inserting an instrument, piece was found within the patient; was able to be removed.¿ the procedure was completed with a 1-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Manufacturer narrative: the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record were not reviewed because the lot number was not known. A lot history review was not performed because the lot number was not known. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal and inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record were not reviewed because the lot number was not known. A lot history review was not performed because the lot number was not known. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal and inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the iasb12-120 was used during a robotic partial nephrectomy on (B)(6) 2021 when it was reported ¿one of the flaps on the sound cap of the iasb12-120 port ripped off when inserting an instrument, piece was found within the patient; was able to be removed.¿ the procedure was completed with a 1-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.